Manufacturer narrative:
There is no indication of a systemic problem or emerging issue involving the same symptom and failure mode over the past year. Use of breast pumps is not known to cause or contribute to this event. This report has been submitted following a retrospective review of past complaints. Device not returned by the consumer.

Event description:
The consumer claims the power button stopped working on the breast pump,meaning she was unable to pump as often as she needed. Then she got mastitis and had to seek medical attention.

Manufacturer narrative:
There is no indication of a systemic problem or emerging issue involving the same symptom and failure mode over the past year. Use of breast pumps is not known to cause or contribute to this event. This report has been submitted following a retrospective review of past complaints. Corrected data: indicated that the manufacturer was located in the us instead of the (B)(6).

Event description:
The consumer claims the power button stopped working on the breast pump, meaning she was unable to pump as often as she needed. Then she got mastitis and had to seek medical attention.

Manufacturer narrative:
There is no indication of a systemic problem or emerging issue involving the same symptom and failure mode over the past year. Use of breast pumps is not known to cause or contribute to this event. This report has been submitted following a retrospective review of past complaints corrected data: indicated that the manufacturer was located in the us instead of the (B)(4).

Event description:
The consumer claims the power button stopped working on the breast pump, meaning she was unable to pump as often as she needed. Then she got mastitis and had to seek medical attention.